Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 40 mm. The stent has been partially released outside patient after device withdrawal. The proximal stent markers touch the proximal stent stopper and are deformed. The retractable outer shaft is bulged at the proximal stent stopper. The proximal stent stopper and the proximal end of the inner shaft are compressed. Inspection of the handle revealed no damage or irregularity. The findings indicate that the stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction of the retractable outer shaft. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the reported event could not be determined. Please note that the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection.

Event description:
A pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately to severely calcified lesion (stenosis degree: 60 percent) in the moderately tortuous mid iliac artery. After balloon dilation, the pulsar-18 stent was inserted, and the safety tab was opened. The trigger handle was pressed more than 20 times. No stent release was shown, and the stent delivery system was withdrawn. Outside the patient, it was continued to press the handle more than 10 times, and the stent was not completely released (partially released). Another brand of stent was used to complete the surgery.